Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit was found to have blown and burnt fuses in the power inlet module. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the power inlet module fuse was blown, which shuts off the power to the unit. The event did not occur during surgery and there was no patient involvement. At product evaluation investigation the unit was found to have burnt fuses in the power inlet module. No adverse events were reported as a result of this malfunction.